Event description:
The advocate alleged that she performed a control test and received a result of 23 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The test stirps are to be returned for evaluation. Replacement test strips were sent to the customer.